Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device was going off for the last 4 to 5 days. Doctors says no therapy has been delivered. Patient feels vibration is coming from the ICD. Device is still in use. No patient complications have been reported as a result of this event.